Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided infection and left-sided paresthesia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 600cc mentor memorygel breast implant and experienced postoperative staph infection on their right breast along with paresthesia on their left breast. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s right-sided device was explanted on (B)(6) 2019 and their left-sided device was explanted on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date; the patient plans to heal first before considering the possibility of re-planting. This report is for the patient¿s left-sided device.